Event description:
Blood got in to the header of the device. Unable to remove blood. Per attending discretion opted to use new device. No injury to patient. Manufacturer response (as per reporter) for biv aicd, biv aicdawaiting response.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 225 mg/dl, 306 mg/dl and 147 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.